Manufacturer narrative:
This report is being filed as a voluntary distributor report. The manufacturer unimax medical systems, inc. Is responsible for performing evaluation, investigation and any remedial actions related to this reported device issue per agreement with conmed corporation.

Event description:
This is a voluntary distributor report the customer reported that during a laparoscopic donor nephrectomy, while removing the kidney, the sb979 bag broke during the extraction phase. The surgeon had to extend the incision to get the kidney out. There was a 10 minute delay reported but no patient injury was reported. No additional information regarding the current patient status or procedure was provided. Due to the incision needing to be widened to complete the procedure, this incident is raised based on a patient injury.